Event description:
It was reported the intraocular lens (iol) was explanted without complication 2 weeks after it was implanted. Doctor saw a smudge on the lens and believes, it is a viscoelastic residue.

Event description:
Patient contacted broadspire to initiate claim. Patient reported revision surgery. Reason for revision is unk. No further information is available at this time.

Manufacturer narrative:
Visual inspection showed that the returned half optic part was covered with contaminations and particles of dried fluid. Considering the structure of the dried fluid it is most likely a saline solution. The remaining optic part including the haptics was not present. Further no deviations were found. Batch records were reviewed and showed no deviations. A saline solution is not used during the production process. All iols are 100% cosmetically inspected by means of 12x magnification. Based on the results of our inspection we do not suspect the condition of the lens is manufacturing related.

Manufacturer narrative:
The intraocular lens was received and is currently being analyzed at the manufacturing site. The iol met all manufacturing specifications prior to release. Additional information will be submitted after completion of the lens analysis.